Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported adhesions on ten percent of the flap following corneal flap creation. The surgeon was able to peel through with a hook. Following the prolonged and excessive manipulation the corneal epithelium sloughed off. A bandage contact lens was placed. The following day the patient was doing well post operatively. The surgeon additionally reports that the patients epithelium adherence was compromised preoperatively.

Manufacturer narrative:
The product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).